Event description:
Per the clinic, the patient experienced intermittencies and abnormal sound quality, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Component (B)(4) implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed october 17, 2013.

Manufacturer narrative:
This report is filed on 31 mar 2014.

Manufacturer narrative:
Correction: date of event, date of report and date device received by manufacturer is (B)(6) 2012; not (B)(6) 2012 as previously reported. Integrity test was performed on (B)(4) 2012. This report is filed (B)(4) 2012. Implanted device remains.